Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03633. It was reported that pacing inhibition due to intermittent noise oversensing on the rv lead was observed. The physician believed the device filter was the cause of noise oversensing. The device was too sensitive to the noise. The noise no longer occurred when using another device. The device was explanted, and the lead was capped on (B)(6) 2019. The new device and lead were implanted. The patient was stable.